Event description:
Surgeon doing a lap nissan fundoplication with hiatal hernia repair and was using the ethicon secure strap device. As the surgeon was using the device, the white tip on the end of this device came off. Surgeon removed the device and retrieved the white tip from the patient. Device and white piece handed off sterile field and placed in original packaging for the report. A new secure strap device was opened and worked without incident. Manufacturer response for endoscopic absorbable strap fixation device, ethicon secure strap (per site reporter): reporter not aware of response.